Event description:
It was reported to philips that the system live monitor was unable to display. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the dvi connector. The philips remote service engineer (rse) examined the system remotely and confirmed that there was issue with live monitor. Upon troubleshooting, the philips field service engineer (fse) visited onsite, checked video adapter power supply and found that video adapter was defective. To resolve the issue, fse replaced the video adapter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.